Event description:
This was lead extraction case performed in the ep lab to remove 5 leads (models unknown), 2 from ra, 2 from rv, and 1 from lv. All five leads were prepared with an lld-ez. The first 4 leads were extracted using a 14fr sls ii. Lasing was done until the tip of the final lead in the ra was reached. Some resistance occurred, so the physician stopped lasing and used traction. When the lead was removed, there was a lot of muscle/tissue/fat on the lead. The physician saw a drop in bp, so performed a pericardiocentesis and called the CT surgeon. Surgeon arrived within 1 minute and performed a sternotomy within about 2 minutes, finding and repairing a tear in the ra tip. No device was received for evaluation and no lot number was provided, so no internal lot history review could be conducted.